Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were provided with emergency treatment for high blood glucose on (B)(6) 2018. The customer's blood glucose levels were 800 mg/dl and 300 mg/dl. The customer was reported that the cannula was bent of the infusion set. The insulin pump will not be returned for analysis.